Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 4:00 pm, the reporter (the patient's father) stated that the patient's cgm was displaying inconsistent and inaccurate glucose readings, fluctuating between low and high values despite the absence of corresponding symptoms. The reporter indicated that calibration attempts did not resolve the issue and described the glucose values as "jumpy" and unreliable; however, specific cgm readings could not be recalled. At one point, the cgm displayed a glucose value of 310 mg/dl, prompting further evaluation. A fingerstick blood glucose (fsbg) measurement was obtained and was reported to be approximately 400 mg/dl. The reporter initially believed that the patient's tandem mobi insulin pump was functioning properly at that time. However, the patient later developed symptoms including vomiting, fatigue, sluggishness, and abdominal pain, raising concern for diabetic ketoacidosis (dka). In response to these symptoms, the reporter administered a corrective insulin dose of 0.5 units via insulin pen and noted that the patient's glucose levels began to decrease, although exact values were not recalled. The patient was then transported to the hospital for further evaluation, where a diagnosis of dka was made. Treatment included administration of intravenous insulin. The patient remained hospitalized from (B)(6) 2026 through (B)(6) 2026 for monitoring and management and was discharged without any additional prescribed medications. The reporter stated that the tandem mobi insulin pump was not functioning properly and had failed to deliver insulin at the time of the event. The reporter further indicated that this issue had been reported to the insulin pump manufacturer. At the time of reporting, the patient was described as feeling "fine." Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.